Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 24 and 36 hours. While "swimming," the pod fell off, thus, the cannula dislodged from the infusion site (leg). They then changed the pod and gave a bolus. The next morning the patient was eating breakfast and they collapsed and could only see black and white. The patient managed to call 911. When the paramedics arrived the patients blood glucose levels were 67 mg/dl. No treatment was provided.